Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 03-may-2021. The most recent information was received on 23-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On 1-sep-2017, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("black bleeding"), alopecia ("hair loss"), tinnitus ("tinnitus"), migraine ("migraine"), myalgia ("muscle pain"), fatigue ("severe fatigue"), neck pain ("crippling neck pain"), arthralgia ("knee, mainly hip and shoulder pain with difficulty walking"), oedema peripheral ("ankle and foot edema"), burning sensation ("burning feeling in the feet"), peripheral coldness ("cold hands and feet"), chills ("night chills") and pain ("unidentified body pain"). In (B)(6) 2020, the patient experienced the first episode of cervicobrachial syndrome ("cervicobrachial neuralgia"). In (B)(6) 2021, the patient experienced the second episode of cervicobrachial syndrome ("second episode of cervicobrachial neuralgia left me in bed"). On an unknown date, the patient experienced abdominal pain lower ("severe pain in my lower abdomen similar to cramps which prevents me from walking"), spinal osteoarthritis ("significant degeneration of the cervical spine with significant premature osteoarthritis") and vitamin d deficiency ("chronic vitamin d deficiency"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, alopecia, tinnitus, migraine, myalgia, fatigue, neck pain, arthralgia, oedema peripheral, burning sensation, peripheral coldness, chills, pain, the last episode of cervicobrachial syndrome, spinal osteoarthritis and vitamin d deficiency had not resolved. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, burning sensation, chills, fatigue, genital haemorrhage, migraine, myalgia, neck pain, oedema peripheral, pain, pelvic pain, peripheral coldness, spinal osteoarthritis, tinnitus, vitamin d deficiency, the first episode of cervicobrachial syndrome and the second episode of cervicobrachial syndrome with essure. The reporter commented: since (B)(6) 2017, I have been in a state of chronic fatigue with unidentified body pain during various computed tomography scans and magnetic resonance imaging (MRI) scans. After cervicobrachial neuralgia in (B)(6) 2020, a second episode of cervicobrachial neuralgia since (B)(6) 2021 left me in bed. Significant degeneration of the cervical spine with significant premature osteoarthritis was seen on the MRI. I am in pain all the time and regularly have severe pain in my lower abdomen similar to cramps, which prevents me from walking. A chronic vitamin d deficiency emerged during my blood tests. Since 2018, I have regularly been on sick leave due to my fatigue and pain for which nothing appears on the exams. All these ailments have always been reported to my treating doctor as and when they appear. I am phy¿ diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Blood test - on an unknown date: chronic vitamin d deficiency. Computerised tomogram - on an unknown date: various CT scans for unidentified body pain: nothing appears on the exams. Magnetic resonance imaging - on an unknown date: various mris for unidentified body pain: significant degeneration of the cervical spine with significant premature osteoarthritis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("black bleeding"), alopecia ("hair loss"), tinnitus ("tinnitus"), migraine ("migraine"), myalgia ("muscle pain"), fatigue ("severe fatigue"), neck pain ("crippling neck pain"), arthralgia ("knee, mainly hip and shoulder pain with difficulty walking"), oedema peripheral ("ankle and foot edema"), burning sensation ("burning feeling in the feet"), peripheral coldness ("cold hands and feet"), chills ("night chills") and pain ("unidentified body pain"). In (B)(6) 2020, the patient experienced the first episode of cervicobrachial syndrome ("cervicobrachial neuralgia"). In (B)(6) 2021, the patient experienced the second episode of cervicobrachial syndrome ("second episode of cervicobrachial neuralgia left me in bed"). On an unknown date, the patient experienced abdominal pain lower ("severe pain in my lower abdomen similar to cramps which prevents me from walking"), spinal osteoarthritis ("significant degeneration of the cervical spine with significant premature osteoarthritis") and vitamin d deficiency ("chronic vitamin d deficiency"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, alopecia, tinnitus, migraine, myalgia, fatigue, neck pain, arthralgia, oedema peripheral, burning sensation, peripheral coldness, chills, pain, the last episode of cervicobrachial syndrome, spinal osteoarthritis and vitamin d deficiency had not resolved. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, burning sensation, chills, fatigue, genital haemorrhage, migraine, myalgia, neck pain, oedema peripheral, pain, pelvic pain, peripheral coldness, spinal osteoarthritis, tinnitus, vitamin d deficiency, the first episode of cervicobrachial syndrome and the second episode of cervicobrachial syndrome with essure. The reporter commented: since (B)(6) 2017, I have been in a state of chronic fatigue with unidentified body pain during various computed tomography scans and magnetic resonance imaging (MRI) scans. After cervicobrachial neuralgia in (B)(6) 2020, a second episode of cervicobrachial neuralgia since (B)(6) 2021 left me in bed. Significant degeneration of the cervical spine with significant premature osteoarthritis was seen on the MRI. I am in pain all the time and regularly have severe pain in my lower abdomen similar to cramps, which prevents me from walking. A chronic vitamin d deficiency emerged during my blood tests. Since 2018, I have regularly been on sick leave due to my fatigue and pain for which nothing appears on the exams. All these ailments have always been reported to my treating doctor as and when they appear. I am phy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Blood test - on an unknown date: chronic vitamin d deficiency. Computerised tomogram - on an unknown date: various CT scans for unidentified body pain: nothing appears on the exams. Magnetic resonance imaging - on an unknown date: various mris for unidentified body pain: significant degeneration of the cervical spine with significant premature osteoarthritis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-may-2021. The most recent information was received on 07-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("black bleeding"), alopecia ("hair loss"), tinnitus ("tinnitus"), migraine ("migraine"), myalgia ("muscle pain"), fatigue ("severe fatigue"), neck pain ("crippling neck pain"), arthralgia ("knee, mainly hip and shoulder pain with difficulty walking"), oedema peripheral ("ankle and foot edema"), burning sensation ("burning feeling in the feet"), peripheral coldness ("cold hands and feet"), chills ("night chills") and pain ("unidentified body pain"). In (B)(6) 2020, the patient experienced the first episode of cervicobrachial syndrome ("cervicobrachial neuralgia"). In (B)(6) 2021, the patient experienced the second episode of cervicobrachial syndrome ("second episode of cervicobrachial neuralgia left me in bed"). On an unknown date, the patient experienced abdominal pain lower ("severe pain in my lower abdomen similar to cramps which prevents me from walking"), spinal osteoarthritis ("significant degeneration of the cervical spine with significant premature osteoarthritis") and vitamin d deficiency ("chronic vitamin d deficiency"). The patient was treated with corticosteroids and morphine. Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, alopecia, tinnitus, migraine, myalgia, fatigue, neck pain, arthralgia, oedema peripheral, burning sensation, peripheral coldness, chills, pain, the last episode of cervicobrachial syndrome, spinal osteoarthritis and vitamin d deficiency had not resolved. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, burning sensation, chills, fatigue, genital haemorrhage, migraine, myalgia, neck pain, oedema peripheral, pain, pelvic pain, peripheral coldness, spinal osteoarthritis, tinnitus, vitamin d deficiency, the first episode of cervicobrachial syndrome and the second episode of cervicobrachial syndrome with essure. The reporter commented: since (B)(6) 2017, I have been in a state of chronic fatigue with unidentified body pain during various computed tomography scans and magnetic resonance imaging (MRI) scans. After cervicobrachial neuralgia in (B)(6) 2020, a second episode of cervicobrachial neuralgia since (B)(6) 2021 left me in bed. Significant degeneration of the cervical spine with significant premature osteoarthritis was seen on the MRI. I am in pain all the time and regularly have severe pain in my lower abdomen similar to cramps, which prevents me from walking. A chronic vitamin d deficiency emerged during my blood tests. Since 2018, I have regularly been on sick leave due to my fatigue and pain for which nothing appears on the exams. All these ailments have always been reported to my treating doctor as and when they appear. "I am physically very diminished due to this permanent pain, which I can only soothe with morphine or corticosteroids". Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Blood test - on an unknown date: chronic vitamin d deficiency. Computerised tomogram - on an unknown date: various CT scans for unidentified body pain: nothing appears on the exams. Magnetic resonance imaging - on an unknown date: various mris for unidentified body pain: significant degeneration of the cervical spine with significant premature osteoarthritis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jul-2021: the treatment drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.